Event description:
It was reported that the bd alaris¿ smartsite¿ extension set was damaged causing leakage. The following information was provided by the initial reporter: ER and CT have noted an occurrence of tubing leaking /split after patient had high pressure injection thru the tubing: 30204e extension tubing is split/leaking from the flexible plastic tubing closest to patient end. CT tech have had to change over the tubing.

Manufacturer narrative:
H6: investigation summary a complaint of tubing splitting causing leakage was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 30204e because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary - a complaint of tubing splitting causing leakage was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 30204e because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd alaris¿ smartsite¿ extension set was damaged causing leakage. The following information was provided by the initial reporter: ER and CT have noted an occurrence of tubing leaking /split after patient had high pressure injection thru the tubing: 30204e extension tubing is split/leaking from the flexible plastic tubing closest to patient end. CT tech have had to change over the tubing.